Event description:
Consumer complaint of blood result reading of "hi." Customer normally fluctuates from 199 500 mg/dl. Last 5 blood results in memory: 499 mg/dl, hi, 526 mg/dl, hi, hi. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. Internal report number (B)(4).

Manufacturer narrative:
(B)(4) investigation completed and product evaluated with no defects found.most likely underlying root cause of malfunction:strip issue.

Event description:
Consumer complaint of blood result reading of "hi". Customer normally fluctuates from 199 500mg/dl. Last 5 blood results in memory: 499mg/dl, hi, 526mg/dl, hi, hi. No adverse event reported.